Event description:
The patient's mother reported that the patient's therapy was working appropriately after implant, but the patient started to have problems in august of 2007. The patient experienced insomnia and was tired during the daytime. She also provided that the patient had a couple of episodes that seemed similar to seizures where he was talking to himself, his blood pressure dropped, and his skin color drained and became light. The patient was taken to the hospital, his dosage was lowered, and then the patient was doing better. She stated that a computed axial tomography scan (cat scan), an electroencephalogram (eeg) of the brain, and an x-ray of the pump were done, but no issue was found (dates of testing were not reported). The patient's previous refill interval was five weeks, but was changed to three months because the drug concentration was changed in the pump. The patient's mother acknowledged that the patient's doctor was aware of the patient's therapy status; she stated that they were working closely with the doctor on this; and that for now the doctor had decreased the medication dose. She stated that she would consult the doctor further. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.